Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was unable to run detect and treat. The cause for the failure was isolated to a defective u407 component on the computer/analog board. The root cause for the defective u407 could not be positively identified. No adverse event resulted from the damaged monitor.